Event description:
It was reported that the patient presented to the emergency room with complaints of syncope. Interrogation revealed that the right ventricular lead exhibited loss of capture. The lead could not be ruled out as the possible cause of the syncope. Programming changes were made to address the malfunction. The lead was later capped and replaced on (B)(6) 2021. The patient was stable.